Event description:
It was reported when an asymptomatic patient presented in clinic for normal follow-up, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.